Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 7/18/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair on (B)(6) 2016 and mesh was implanted. On (B)(6) 2016 the patient presented to (B)(6) for excision of the mesh due to chronic lower abdominal pain, bulge in the lower abdomen, and eventration of mesh. During the procedure, dr. (B)(6) noted that there ¿in the midportion there was a sizable defect within the mesh. There were several loops of bowel that were densely adherent.". No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(6)2018.